Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was noted to be off by a couple of minutes. Reportedly, it has been "around a 2 minute difference", but the customer wasn't exactly sure. The customer stated it loses a couple of minutes every couple of weeks; however, the customer stated that she did not feel it was an issue with the pump. Tandem's customer technical support group (cts) advised for the customer to closely monitor the time difference and to call back if it got worse. There was no impact to the customer's blood glucose (bg) level. It was also reported that the customer observed air bubbles in the luer lock. The customer did not want assistance from cts in priming out the air bubbles; she was just inquiring if she had to watch them overnight. There was no reported impact to the customer's bg level.